Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the bottom case was cracked by the left bottom corner, the battery door was cracked, the mounting post on the top case was broken, and there was visible contamination by the battery compartment and by the barrel clamp assembly. A review of the event history log (ehl) identified invalid syringe. During the functional testing the reported issue was able to be duplicated. There was contamination found in barrel clamp and size pot assemblies. The root cause of the issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pump's surface. Replaced barrel clamp rod, tapered spring, size pot and barrel clamp guide. Performed calibration on the device and passed all the functional tests.

Event description:
It was reported there was a system failure: barrel clamp not detected. No patient injury was reported.